Event description:
The patient arrived for a regular follow-up on (B)(6) 2016. The rv pace/sense impedance measured out of range at greater than 3000 ohm. It was discovered that more than a year ago the impedance jumped from 600 ohm to greater than 3000 ohms, somewhere around the end of 2015. Additionally, his rv pacing threshold had risen from 2.0 v at 0.5ms to 4.8v at 0.5ms. The patient will be scheduled for an rv lead and device replacement as soon as possible.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves demonstrated a pacing impedance of greater than 3000 ohms from (B)(6) 2015 to (B)(6) 2016 as mentioned in the complaint description. Furthermore the test of the pacing threshold confirmed the value of 4.8 v @ 0.5 ms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.